Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported by the consumer that during his self administered injection into his buttocks, the needle of the suspect device broke off into the site. The consumer called his doctor and was told to get an x-ray. He did receive an x-ray but no needle was detected at or near the injection site. When he returned home, the consumer checked his syringe and saw that the needle had retracted into the device. The consumer stated he had been using the device for 1-2 years but was unaware of this device's feature as he had never read the label. No additional medical intervention or follow up is planned.

Manufacturer narrative:
A sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. By design the needle retracts into the body of the syringe barrel. Based on the verbatim no product issue occurred as the customer reported that the needle was found retracted into the device. No further action required. Without a sample, an absolute root cause for this incident cannot be determined.